Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. Additionally, the customer experienced low blood glucose (bg) level 52 mg/dl, cause was unknown. The customer consumed carbohydrates to address low bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.